Manufacturer narrative:
(B)(4). Date sent: 6/21/2023.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number 24719, and no related nonconformances were identified. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd/bravo did not show a hiatal hernia. Demeester score was 35. Manometry was normal with dci of 1654 and an amplitude of 94 with normal peristalsis. What is the lot number of the linx device?lot# 24719. When using the linx sizing device what technique was used to determine the size?the 2 pop rule. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunosuppressive drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes, pre-existing dysphagia. How severe was the dysphagia/odynophagia before intervention? Dysphagia was constant. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Patients mental status. Besides the reported dysphagia, what was the reason for removal of the linx device?no other reason. Was the device found in the correct position/geometry at the time of removal? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was removed due to chronic dysphasia.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.